Event description:
It was reported that instrument tap(s) were returned disassembled on a worn instrument claim form and that not all pieces were returned. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4) suggested component code: mechanical (g04) ¿ provisional. The customer has indicated product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h7, h9, h10. The returned shim exhibited signs of repeated use and both of the ball bearings was disassembled from the device. The device history records were reviewed and no discrepancies were identified. An investigation into this issue was initiated and a notification was sent to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.